Event description:
It was reported that the patient complained of diaphragmatic pacing symptoms which was related to the left ventricular (lv) lead. Lv outputs were adjusted and the lead remains in use. It was noted that the patient was part of the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 0296 lead: (B)(6) 2012. A 5568-53 lead: 2012. (B)(4).